Event description:
Livanova deutschland received a report that, during priming, a 3t heater cooler displayed alarm e18 (pump is blocked). There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in india. A livanova field service engineer (fse) was dispatched on site and confirmed the issue. To solve the problem, patient pump 1 was replaced. Functional verification checks of all circuits for one hour was carried out and it was passed satisfactorily. Unit returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.